Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,b5,d9,e1,e2,e3,e4,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on (B)(6) 2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. A burr was observed on the intact eyepiece. No other visual defects were observed. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Based on the photographic evaluation as well as the condition of the device and evaluation results, the reported failure "material deformation" was confirmed. For the reported failure "material deformation". A supplier investigation was conducted. After thorough testing with our systems, the error described by the customer could be confirmed. In accordance with our prescribed standard process, a detailed examination of the returned goods is carried out. In this context, additional errors were identified. (1) cover glass shows heavy deposits/ dirt. (2) distal scope section is mechanical damaged. (3) fiber optic is irreparably damaged. (4) eyepiece is damaged (scratches/ broken). (5) dirt particles inside the optic system of the scope. (6) dirt particles inside the objective area of the scope. Based on the supplier investigation, the reported failure "material deformation" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when they received the loaner (7mm extended length endoscope), they noted a small defect on the end of the lens the scope was not used by the customer and there was no patient involvement. Per the photo, it shows a small dent on the end.